Manufacturer narrative:
Additional narrative: (B)(6). The manufacturing location is unknown. The lot/serial number is unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported from australia that during an ulna shortening osteotomy (uso) surgical procedure it was observed that the small battery drive device, when being used with an oscillating saw attachment and a console device, ceased halfway through the procedure, just after the surgeon had completed the osteotomy. It was reported that the physician completed the majority of the cut and therefore was able to use a competitor¿s spare device (saw, k-wire driver and drill) to complete the uso procedure. It was reported that there was 5¿10 minute delay due to the event. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The serial number was documented as unknown in the initial report. It has been updated as (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to dec 20, 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.